Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse found unit was still in use when on site. During initial assessment screen did not display any technical alarms and batteries were full and ac was present. Initial assessment would be loose power cable causing ac not to be present in the cs300, therefore, it is running on battery power. As the battery power read zero, the unit shut down by itself. The fse returned at a later date and tested the unit and found that unit met factory specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use check, the cs300 intra-aortic balloon pump (iabp) unit had sudden shut down. There was no patient involvement.